Manufacturer narrative:
Correction: blocks b3 date of event and h6 evaluation conclusion codes has been corrected. Block a1: (B)(6). Block b3 date of event: date of event was approximated to september 19, 2015, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr (B)(6). (B)(6) hospital. (B)(6). Block h6: patient code e2330, e1405, e1401 capture the reportable events pain, dyspareunia and abnormal vaginal discharge impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; painful intercourse; offensive vaginal discharge; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panadol and nurofen for the treatment of: during pain flare ups. On (B)(6) 2015, the patient commenced other medication: antibiotics. On (B)(6) 2016 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2015, the patient commenced use of incontinence pads.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; pain inter; off vag dis; rec incont. . Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panadol and nurofen for the treatment of: during pain flare ups. On (B)(6) 2015 the patient commenced other medication (please specify): antibiotics . On (B)(6) 2016 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2015 the patient commenced other (please specify).

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.